Event description:
It was reported that during a training, the cardiosave intra-aortic balloon pump (iabp) unit had no augmentation . There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated unit and replaced cable (d012-00-1830-01) and performed functional checks. Repair has been completed. The maquet failure analysis and testing dept. Received cable, part number 0012-00-1830-01 with a reported unit failure of no augmentation. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part on the cardiosave trainer and cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. It was found that the cable was defective and no communication between the trainer and the test fixture was possible. This lead to the no augmentation fault that was reported. Fat was able to replicate the reported failure but no root cause was defined. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.